Event description:
It was reported that a user experienced recurrent low glucose readings on a cgm after lunch meal announcements over several days while using the ilet bionic pancreas, and customer support advised immediate treatment of lows with oral glucose, maintaining consistent meals during the early learning period, and performing a factory reset; the case was escalated to clinical support and additional training was arranged. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included customer support troubleshooting and referral to clinical education. Investigation of this case revealed no confirmed device malfunction, with the pattern suggesting potential therapy-learning or meal announcement/meal consistency factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.